Event description:
Event description guidant received information that three days post implant, loss of ventricular capture and inappropriate sensing were noted on this vdd lead. The suture sleeve was cut with the ligature wire and the lead was suspected to be damaged. The lead was explanted and was returned for analysis.